Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported through the manufacturer's device tracking system that the pt expired. The cause of death per the device tracking form is listed as pump thrombosis.